Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Inspection of the intraoperative lateral images snow me implant to be fully reduced with all four screws inserted into the implant. Post-operative lateral images show what appears to be one of the inferior screws sitting proud of the plate. No determinations can be made as to the cause of the reported issue. The following sections have been updated: b4, e1, e3, h2, h6, h10.

Event description:
It was identified during a follow-up visit on (B)(6) 2018, that one screw appeared to be backing out of the monument spacer. The patient is not experiencing any adverse reactions and a revision is not planned at this time.